Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
Plaintiff also allegedly experienced infection, damage to surrounding tissue at the site of implantation, damage to nerves at and around the site of implantation, damage to tissue in which the prolite mesh became embedded - including plaintiff's colon, 4-6 inch open wound post-surgery, and physical and mental pain and suffering.

Event description:
N/a

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Allegedly, the plaintiff went to the hospital with seroma and pain after mesh was implanted for hernia repair. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.